Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technical seal (49-02-260) on the lower housing were intact. There are some age-related signs of wear and tear. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analysed. The history files from 2022-01-07 was investigated. The history does not show any anomalies. In the alarm history the da2111 could be found several times. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -2,42%. 2.6 the screw threads of the housing upper shell are overstretched. The contacts of the operating unit show slightly oxidized contacts. The battery module has not passed the battery test according to technical safety check specifications. The defective battery module has triggered the device alarm 2111. The slider guide shows signs of use. Liquid residues were found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The device alarm 2111 is due to the defective battery.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." According to the customer: "pump delivered too much propofol drug but did not alarm. During test in workshop, 2111 alarm found. Incident happened in the ICU on the (B)(6) 2022. Nurse was using the product. Drug and line left in situ to see if they can give info on why pump malfunctioned. Line and photo of line will be provided to b. Braun along with the pump. Equipment has been cleaned/disinfected with universal disinfectant wipe. Pump is due preventative maintenance (pm). No patient harm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.